Event description:
Procedure type: left hemicolectomy. According to the reporter: instrument fired partially during left hemicolectomy anastomosis. Also it produced no tactile feedback. The area that staples did not form was sutured over. Surgery time was extended one hour due to the difficult access for suturing. There was no tissue damage, no stoma, and no bleeding reported. Patient is currently in well condition.

Manufacturer narrative:
Initial reprot sent: 09/16/2008